Event description:
It was reported that on (B)(6) 2023 due to non union, the surgeon removed a long tfna with helical blade and 25mm locking screw. The 11mm was replaced with 14 mm long tfna like screw and 35 mm locking screws. There was no patient consequences and the procedure was completed successfully. This complaint involves three (3) devices. This report is for one (1) unk - nail head elements: tfna helical blade this is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. 510k: this report is for an unk - nail head elements: tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.